Manufacturer narrative:
D10 concomitant products: mrasi0001, monopolar curved shears mrasi0001, (sn#(B)(6)) mrasi0001, monopolar curved shears mrasi0001, (sn#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during robotic laparoscopic prostatectomy procedure, there was a damaged seal on the trocar. Plastic residue from rseal was retrieved with graspers through assistant port. There was a total of 10 minutes of delay of procedure due to the reported event. There was no injury reported to the patient.